Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2, 4, and 6 were not detected on the bus. A field service engineer (fse) found that the main half-height drawer 2 failed to recover, and all pockets in main half-height drawer 4.1 were off the bus. The fse removed a bag obstruction that was blocking the sensor in drawer 2. The faulty drawer board in drawer 4.1 was replaced, and the hardware test application (hta) was run all tests passed successfully and also performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.